Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, the connection part between the enhanced syringe, and indwelling needle's joint was fallen apart and collapsed, the patient's blood flowed out. The medical staff arrived at the first time, and observed the operation. There was no problem; they suspected that the joint didn't connect stably. The patient complained CT room to the medical department, now the batch of products from the clinical were application to do specific testing.

Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval?: yes. D10 returned to manufacturer on: 1/7/2021. H6 investigation: a device history review was conducted for lot number 9346403. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. H3 other text: see h10.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, the connection part between the enhanced syringe and indwelling needle's joint was fallen apart and collapsed, the patient's blood flowed out. The medical staff arrived at the first time and observed the operation, there was no problem,they suspected that the joint didn't connect stably, the patient complained CT room to the medical department, now the batch of products from the clinical were application to do specific testing.